Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump was exposed to water. She was pushed into a pool and her friend didn't know she had the device. The device was beeping and now its dead. Customer's blood glucose was 115 mg/dl, current 300 mg/dl and treated with manual injections. Call was disconnected while customer was advised about high blood glucose rules. The device is not returning for further analysis.